Manufacturer narrative:
The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Error b30 and e216 (both are scope communication error) were displayed and the endoscopic image disappeared. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device returned to omsc. The evaluation of the device by the omsc confirmed following: the reported event was reproduced when shaken a circuit board of the device. There is no damage on housing. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, it is possible that the reported event caused by the failure of the circuit board.